Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and exhibited no capture. It was noted that the threshold was high and had been rising. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.